Event description:
It was reported that the lead dislodged, and there were unacceptable thresholds, non-capture, and sensing difficulty. The lead was explanted and replaced with a lead of the same type. No patient complications were reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Evaluation summary lfj116991v no anomalies found: full lead was returned for analysis.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Evaluation summary: no anomalies found: full lead was returned for analysis.